Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The observed deformation due to compressive stress on gripper line appears to be related to the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: the device was initially reported as not returning, but has now been reported as returning and received.

Manufacturer narrative:
The device was reported as not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : it is unknown if the device is returning for analysis.

Event description:
This is filed to report during the procedure, there were gripper issues. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with grade of 4. One clip was implanted without any reported issue. The second clip delivery system (cds) was advanced to the mitral valve and multiple attempts were made to deploy clip but the gripper arms were not lowering or raising. There was no view of the gripper function in echocardiogram or fluoroscopy. Therefore, the clip was not implanted and the cds was removed. A third cds was advanced and the clip was implanted without any reported issues, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.